Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle sftygld 25x5/8 rb safety device was found "curved" after opening it, and detached during use. The following information was provided by the initial reporter: "safety device detached." Additional information received 10-sep-2019: "safety glide needle: 25 g 5/8 lot 9137749: curved when opened; safety glide needle 25g 5/8: lot 8298538 safety device came off."

Manufacturer narrative:
Correction: additional information was received from the customer. The following fields have been updated: b.2. Date of event: (B)(6)2019 b.4. Describe event or problem: it was reported that the needle sftygld 25x5/8 rb safety device was found "curved" after opening it, and detached during use. The following information was provided by the initial reporter: "safety device detached." Additional information received (B)(6)2019: "safety glide needle: 25 g 5/8 lot 9137749: curved when opened; safety glide needle 25g 5/8: lot 8298538 safety device came off" h3 other text : see section h.10.

Event description:
It was reported that the needle sftygld 25x5/8 rb safety device was found "curved" after opening it, and detached during use. The following information was provided by the initial reporter: "safety device detached." Additional information received (B)(6)2019: "safety glide needle: 25 g 5/8 lot 9137749: curved when opened; safety glide needle 25g 5/8: lot 8298538 safety device came off"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25 x 5/8 rb safety device detached during use. The following information was provided by the initial reporter: "safety device detached."